Manufacturer narrative:
(B)(4). D10 - associated medical devices: biomet bc r 1x40 us; item# 110035368; lot# ay41bk1804. Femur cemented cruciate retaining (cr) narrow left size 6; item# 42502006001; lot# 65365541, articular surface fixed bearing ultracongruent (uc) left 10 mm height; item# 42512200510; lot# 64989937. Tibia fixed cemented left size e stem extension use required; item# 42542007101; lot# 65052259, stem extension straight smooth cemented 10 mm diameter +135 mm length; item# 42560013510; lot# 65265742. All-poly patella cemented 29 mm diameter; item# 42540200029; lot# 65365541. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent an initial tka. Subsequently, approximately 2 years and 4 months post-implantation, the patient underwent a revision due to femoral loosening. During the revision, the femoral component and bearing were replaced, while the tibial component remained implanted. Attempts have been made and no further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, b5, g1-2, g3, g6, h2, h3, h6, h10, h11. The following sections were corrected: g1-2. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Complaints are monitored per complaint trending process. Based on the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.